Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that a patient experienced respiratory distress, desaturation, airway hypersialorrhea, and damaged cannula while using a smiths medical portex blue line ultra cuffed tracheostomy tube kit. No further adverse patient effects were reported.